Event description:
On (B)(6) 2012, it was reported that the backlight and vibra-alert on the pt's infusion device were not functioning. Also, the battery lifetime has been only 3-4 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The inductor of the backlight is broken and the coil is loosened due to high mechanical forces. This led to a higher power consumption of the pump. Without this coil the backlight cannot function.